Manufacturer narrative:
Date sent: 10/22/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, upon closure of the device, the anvil would not connect to the device. They tried a second time and it worked. There was no adverse consequence to the patient.